Manufacturer narrative:
Unit power up properly after battery installation. Unit was received with operating currents within specification and passed self-test and displacement test. No unexpected battery alarms including low battery alarms were noted. Unit was received with intermittent esc due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit was received with minor scratched display window and case.

Event description:
The caller reported that the customer had to change the insulin pump's battery everyday. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.